Manufacturer narrative:
Diopter: +19.00, collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer?: no - device not returned. (B)(4). Method code(s): (evaluation method): lens work order search. Results code(s): (evaluation result) a lens work order search was performed and no similar complaints were found within the work order. Conclusions code(s): (user error caused or contributed to event): based on the complaint history, lens work order and returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon used a cc4204a +19.00 diopter collamer single piece lens. Lens tore while advancing the lens in the injector. There was patient contact, but the lens was not inserted into the patient's eye. Backup lens, same model and diopter size was implanted without any issues. Cause of this incident was loading error.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found on one haptic plate, two pieces torn off and missing. Lens was returned in liquid. Medical review: reportedly, the surgeon noticed lens damage while advancing iol in the eye and decided to intraoperatively exchange the lens. No reported incision enlargement or any other tissue damage. Another lens of same model was successfully implanted. According to the report, dated on (B)(6) 2015, the cause of the event was loading error by a technician and there was no injury to the patient. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor to the complaint. (B)(4).